Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The patient presented with restenosis of an unknown bare metal stent implanted in the 90% stenosed lesion located in the mid rca. To prevent vessel dissection the physician implanted a 3.00x16mm promus element stent in the 75% stenosed proximal rca. Then the physician advanced a non-bsc balloon catheter for to treat the mid to distal rca, however it was unable to cross the distal rca. The balloon catheter was removed and another non-bsc balloon catheter was advanced however it was also unable to cross the distal rca and ruptured. A 1.5mm burr and 1.2mm burr rotablator ablation was performed. Eight non-bsc balloon catheters were used and five non-bsc stents were implanted in the mid to distal rca. The physician then performed intravascular ultrasound (ivus) using a non-bsc guide catheter. During ivus the non-bsc guide catheter contacted the implanted 3.00x16mm promus element stent and caused the proximal portion to shorten. The procedure was completed by implanting a 3.5x12 promus element stent at the proximal segment of the 3.00x16mm promus element stent. No further patient complications were reported and patient's status is fine.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).